Manufacturer narrative:
Review of images retrieved from galileo: original testing on galileo contained 73 sample and was on plate (B)(6) 2011 at 1006: sample 1- neg result / 33 reaction strength- visually there is a very weak reaction seen by a faint pink ring around the cell button; sample 2- neg result / 26 reaction strength- visually negative; sample 3- neg result / 27 reaction strength- visually there is a very weak reaction seen by a faint pink ring around the cell button; sample 4- neg result / 26 reaction strength- visually there is a very weak faint pink area seen in upper left corner of well. Testing with neo: sample 1- 1+ result / 50 reaction strength- visually positive; sample 2- 1+ result / 45 reaction strength- visually weakly positive; sample 3- 1+ result / 51 reaction strength- visually positive; sample 4- 1+ result / 46 reaction strength- visually positive. Performed cmv assay on known positive and negative in house donors on the galileo using retentions capture-cmv lot c083 . Controls performed as expected and in house donors resulted as expected. Retention products performed as expected.

Event description:
Customer reported unexpected positive reactivity with capture-cmv on four donor samples tested on the neo. The samples had previously been reported out as negative on the galileo.